Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose, treated with oral glucose, then overtreating and subsequently reporting a blood glucose of 215, after which an agent provided troubleshooting and education and guided a full supply change on the ilet with insulin delivery resumed. Symptoms included hyperglycemia with no additional clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event involved improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.